Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold. A microscopic analysis was performed which identify crease sharp in the radius side with non-penetrating nicks around the opening. Based on the device analysis the final assessment is: -a crease sharp opening on radius due to a fold flaw opening. -non-penetrating nicks. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare provider reported during surgery found the left breast implant was ruptured. The device has been explanted and replaced.